Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if sample is received. A possible root cause cannot be determined. The manufacturing process was reviewed. Process and controls were found properly followed, including subassemblies, finished product assembly, packaging and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition. The issue reported by the customer was not confirmed, no action plan is deemed required. The current process is running according to product specifications meeting quality acceptance criteria. The manufacturing site will keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they purchased the device on (B)(6) 2022 and on (B)(6) 2022, the insertion procedure was carried out. On (B)(6) 2022, the probe came out and the hospital placed a provisional one.